Manufacturer narrative:
Device evaluation of charger/modem (B)(4) has been completed. The reported problem (flashing screen, not charging battery packs) was investigated. As received, the charger was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a charger/modem indicating that it was resetting.